Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised as 2 stage infection was reported. Doi: unknown, dor: (B)(6) 2021, affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.